Event description:
Therapist noted power cord to nebulizer heater was brown. It was further examined and found that the cord cover had slid back slightly exposing heater wire and insulation. It is speculated that the heat caused this over time and should be watched for. No harm to this pt.